Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer reported the sensor prematurely detached, after 5 days of wear, while she was sleeping and she was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of honey and fruit juice by her husband. There was no report of death or permanent impairment associated with this event.